Event description:
The sterile package device was opened to sterile field. Staples were already partially fired, right from package. The device was removed from the field. Another device was utilized. It is unknown if the new device was of the same or different lot.